Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detector alarm occurred during a routine hemodialysis treatment which could not be resolved. No visual evidence of an actual blood leak was reported. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing attributed as instructed in the user's guide. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The disposable cartridge was not available for evaluation. The exact cause of the alarm cannot be determined. The occurrence of a blood leak alarm without visual evidence of an actual blood leak is typically the result of air not adequately removed during prime which subsequently interferes with the blood leak detector signal. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.